Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. Suture inside of seal. It's reported the suture was sealed inside of pouch. Not sure it's incorrect seal or suture is a foreign matter. Changed to another one to complete the surgery. There were no adverse patient consequences reported. No additional information could be provided.

Manufacturer narrative:
Product complaint #(B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Investigation summary the product was returned to ethicon for evaluation. One unopened overwrap packet was received for analysis. The product code 8735h is double armed. Upon visual inspection of the returned sample, two ends of suture piece was observed extends into seal margin of the package. In addition, the blue dye leak test was performed, and the integrity of the packet was not compromised. The sample was opened and we observed that the suture trapped in the seal area pertains to the product inside the folder. Additionally, a photo was provided showing one overwrap packet with the same condition of the returned sample. Based on the information currently available, suture in the seal area was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.